Event description:
A surgeon reported a pt whose near vision is not as good as she would like following bilateral intraocular lens (iol) implant procedures with multifocal iols. The surgeon reported the pt was referred to a cornea specialist who reported the lenses were well centered, the capsule was open and the retinas were fine. The pt's pupils were slightly eccentric to the iol, with the misalignment being 0.5 mm at most. The corneal specialist used overrefraction to remove the near add and the pt disliked her vision. The surgeon feels there is a near vision effect from the lens that the pt appreciates, though it is not as good as she wants. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).